Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error on the insulin pump. After troubleshooting, the pump is still alarming every 4 hours. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed full functional test including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power system error alarm noted during our testing. However, power system error alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The insulin pump was received with scratched case.